Event description:
It was reported that, during an unknown surgery, the device could not be fired at the 2nd firing. The device was stopped to use. The device was fired with the forceps involved at the 1st firing. No suture failure or malformation was found, and the device could be fired without any problems at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 4/2/2025 b3: unk event date d4: batch # c9ej59 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with the anvil knife slot damaged, and with a gst60t reload loaded on the device. The reload was received fully fired. No functional test was performed due to the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. After further evaluation, the analysis showed a knife wing was broken off. The wing of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. Device history review a manufacturing record evaluation was performed for the finished device batch number c9ej59, and no non-conformances were identified.